Event description:
Eyeonics rec'd a voluntary medwatch report from the FDA. A review of the complaint records revealed that the physician/user facility had never informed the MFR of the event. According to the report, a pt underwent cataract surgery (in 2004) with implantation of the crystalens in the left eye. The surgery was uneventful and the iol was well centered. Postoperatively, the pt developed posterior capsular opacification and a yag laser capsulotomy was performed. Two weeks later, the pt presented with acute onset severe pain and vision loss. The pt was diagnosed with angle-closure glaucoma with pupillary block. The pt's iop was in the mid 40's mmhg. The pt was treated with yag irriodotomy and medications. Pt then developed cme (cystoid macular edema) and macula membrane with vision loss. At the time of the pupillary block , the crystalens was pushed anteriorly into the anterior chamber. The association between the device and the event is unknown.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The lens remains implanted in the pt and is, therefore, not available for eval.